Event description:
It was reported that during npwt utilizing a renasys go, it was confirmed the buttons didn't function. There was no patient harm. No delay was reported. There was no information about a back-up.

Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. A potential probable root cause could be due to a component failure within the circuit board. Please refer to the instructions for use for further assistance. No batch lot number has been provided therefore a review of the device history is not possible. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.